Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information was received.

Event description:
The customer reported that a vela comp cf ventilator experienced delaminated screen at the bottom right corner and no touchscreen available during (ovp) operational verification procedure. No patient involvement.